Manufacturer narrative:
Inspected one opened/used sensor and found sensor cannula bent retracted inside sensor base. No broken or missing parts were observed during analysis. Unable to confirmed customer received sensor in said condition due to customer returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the needle on the sensor was fractured in the body as well as sensor cannula was missing. Customer's blood glucose level was 290 mg/dl, 162 mg/dl and 350 mg/dl. The sensor will be returned for analysis.